Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6), 00000 USA has been used as a default. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5102447 device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of two individual leaks in the tubing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0500 because a valid lot number (8 digits) was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported two gem v/nv 20dp ckv 2ss 117-in 20pk had leakage issues. The following information was provided by the initial reporter: "bd alaris pump infusion sets (two) evidence small leak individual leaks in tubing".